Event description:
It was reported that during a veptr ii lengthening procedure, surgeon used the rib expansion pliers to distract and it broke. Surgeon was at the end of the procedure and the pliers were no longer needed for expansion, procedure was completed and patient was closed. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the part was received with the spring broken off. The pliers correspond to the drawing and processes at the time of manufacture. The spring broke due to a corrosion tension crack. A review of the device history record did not show conditions that could have contributed to the reported event. Product development event evaluation reveals, the device fits properly with mating parts and distracts properly. The design is sufficient to complete its required function. The spring is designed to return the device to the closed position. This complaint is considered indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.